Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and a hair was found inside the sterile packaging. It was reported there was a hair on the vizigo sheath inside of the sterile packaging. The health care professional threw the sheath off of the sterile field and the procedure was continued with a competitor product. The issue was noticed before the device was used on the patient. The ¿brown hair¿ was found to be loose on top of the device within the packaging.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and a hair was found inside the sterile packaging. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was returned out of the pouch. The pouch had fold marks proper from shipping/handling. No other trails of foreign material were observed. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. The foreign material reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use states: visually verify that the sheath is not damaged do not use if the package is open or damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 28-jul-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on 22-oct-2025, it was noticed the h4. Device manufacture date was inadvertently omitted from supplemental (follow-up) # 2. It has now been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).